Event description:
The customer reported that while the panorama central station was in use monitoring pts along with telepacks, the central station went to a blue screen. The customer stated that this had happened six times previously. No pt injury was reported.

Manufacturer narrative:
The company representative cleared the system error logs and reset the system, but the system went to a blue screen again several hours later. The company representative replaced both system hard drives. The system was tested according to factory specifications. It functioned normally and was returned to use.